Manufacturer narrative:
The device was received by the manufacturer for evaluation and the complaint was confirmed. During evaluation it was discovered that both bladders were leaking. Burnt components were observed on the assembly. The board and bladders were replaced and the unit was returned to the customer.

Event description:
It was reported the device smelled like it was burning. There was no patient involvement and no adverse consequences.